Manufacturer narrative:
The implant was sent for analysis under tracking number (B)(4), however the implant was lost before the analysis could be performed. Nc# nr-(B)(4) was created to further investigate the cause of the lost device. Since the device is not available, no tests can be performed, and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the current complaint rate was reviewed, and no significant statistical trends were observed at the functional family level and product experience code. Reason for device explant and/or reoperation: capsular contracture, baker grade 3 this report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 500cc and experienced capsular contracture, baker grade 3 and ptosis on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 385cc, catalog# 3505001bc, serial# (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.